Event description:
It was reported that the procedure was to treat a patient with stable angina pectoris. The left anterior descending (lad) artery was a proximal long narrowing to 90% and then sealed vessel; grafts - lima-lad without stenosis, a narrowing of the implant site platform to 90%. The access site was the left radial artery. Due to the tortuosity of the graft it did not allow advancement of the non-abbott guide wire and the mini trek 2.0 x 12 into the vessel. There was difficulty removing the balloon catheter and guide wire because of the resistance. Finally the mini trek and the guide wire were removed together. The mini trek was damaged as it was ripped at the location of the balloon on the delivery system. No clinically significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported tear was confirmed. The resistance and difficulty removing could not be confirmed due to the condition of the returned unit. Based on visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.